Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v509981, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v509981, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient fell in (B)(6) 2013 and ¿all of a sudden¿ the implantable neurostimulator (ins) stopped being effective. It was stated that the manufacturer representative reprogrammed the ins for her in (B)(6) 2014 and was able to get the ins to be ¿somewhat effective.¿ the manufacturer representative reportedly told the patient that when she fell, the lead pulled away from the nerve. It was then stated that the lead did not pull away entirely, but ¿slipped.¿ it was also stated that the patient¿s back had been hurting since (B)(6) 2013 and it was described as a ¿dull ache/sore back.¿ it was mentioned that the patient¿s healthcare provider (hcp) did not think the back pain was related to the device. It was also reported that on (B)(6) 2014, the patient had a back spasm for the first time. It was stated to have come on suddenly and it was so severe that the patient could not tell if it was her bladder or back. The patient used heat to help calm the spasm to a dull ache. The patient had another spasm on (B)(6) 2014 and used heat to calm it again. It was noted that the spasm was between the ins and the lead. The patient thought the spasms to be device related.